Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned with the helix partially extended. Electrical testing did not find any indication of conductor fractures or internal shorts. Insertion test was performed, and no anomalies were found. Dimensional analysis was performed, and the results were within product specifications.

Event description:
It was reported the patient presented in the hospital for an implant procedure. When the physician was implanting the right ventricular lead, the lead had a high out range pacing impedance. There was also an issue where the lead could not be fully inserted. Another lead was used to complete the procedure. The patient was in stable condition.